Manufacturer narrative:
Investigation summary: no customer samples were received for evaluation. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. CAPA 126212 was initiated for complaints relating to stopper pop off. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Conclusion: CAPA 126212 was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause: CAPA 126212 was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. CAPA 126212 was initiated to determine the root cause associated with stopper pop off and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
(B)(6). Investigation: status: not confirmed device history record review: a review of the device history record was completed for batch 7069880, reorder number (B)(4). Product was manufactured at the bd (B)(4) site march, 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Ii: customer sample/photo analysis: no customer samples/photos were received by (B)(4) for evaluation. Iii: investigation root cause summary: as no customer samples or photos or physical samples were received for evaluation. A definitive root cause cannot be determined. IV: summary: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that the stopper popped off of the 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube, during use, spilling serum. There was no reported medical intervention or serious injury.